Event description:
Patient reported that he has boxes of infusion sets that are leaking. This problem has occurred over the past two years. Patient's blood glucose was affected (elevated) due to this problem. Patient stated that he smells insulin and he can see the insulin leaking from the infusion set. Patient self-treated high blood glucose by delivering insulin via injection.